Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that increased pacing lead impedance was observed. The hv therapy was turned off. The patient will be monitored.